Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noted the "nurse did something and it was shocking and jolting me" when the healthcare provider (hcp) checked on their device to see if it was still on. Caller also noted that they even had the device on the lowest possible setting, but they were still getting shocked. No further patient complications have been reported as a result of this event.